Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-07450.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 123 (68.3%) of these women underwent a previous hysterectomy hence presented with vault prolapse (¿colpos¿) and therefore underwent sacrocolpopexy. 57 (31.7%) others presented with uterine prolapse and underwent what is referred to as sacrocervicopexy, following concomitant subtotal hysterectomy. Subgroup analysis was performed and showed similar rates of subjective improvement (pgic =4) in those operated for vault prolapse [83.9% (78/93)] as compared to those who underwent sacrocervico-pexy for uterine prolapse [86.5% (32/37)] respectively. In participants operated for vault prolapse (ie. After previous hysterectomy), the incidence of grc was 6/93 (6.5%) and in those operated for uterine prolapse it was 3/37 (8.1%). 24 (41.4%) of these had a post-hysterectomy vault prolapse and therefore had a sacrocolpopexy; the others (n=34; 58.6%) presented with uterine prolapse and underwent a sacrocervicopexy following concomitant subtotal hysterectomy. Subgroup analysis was performed and showed similar rates of subjective improvement (pgic= 4) in those having a sacrocolpopexy for vault prolapse [84.2% (16/19)] as compared to those who underwent cervicosacropexy for uterine prolapse [93.1% (27/29)]. In participants operated for vault prolapse after previous hysterectomy) the incidence of grc was 1/18 (5.5%) and in patients operated for uterine prolapse it was was 3/30 (10.0%).